Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported for the event. The customer stated that she woke up with high blood glucose levels two days prior to the hospitalization. She stated she took 30 units of insulin but the high blood glucose levels continued. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. The customer also stated that she was taken off of the insulin pump but when she was put back on, her blood glucose levels began to rise again. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis an further information will follow once the analysis has been completed. No conclusion can be drawn at this time.